Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. Other evaluation findings are as follows: the forceps channel port and the connecting tube were dented; the plug unit, and the light guide lens were scratched; the scope connector cover unit was deformed; the plastic distal end cover, and the adhesive around the objective lens were corroded; and the adhesive on the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that white spots were found in the bronchovideoscope's connecting tube. The scope was leaking, and as a result, reprocessing could not be completed. There was no patient or procedural involvement, therefore there was no report of patient harm. The device was returned, evaluated, and there was foreign material in the connecting tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reportable device malfunction was found to be a dented/damaged biopsy channel port. A definitive root cause of the observed dent/damage to the channel port could not be determined, however, the probable cause of the issue was likely due to user handling/mishandling while inserting or retrieving a treatment tool or cleaning brush; the metal part of the tool likely contacted the biopsy channel port, resulting in port damage. The event may be detected/prevented by following the instructions for use which state: -inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.